Event description:
The surgeon attempted to implant an aq2010v silicone three piece lens, diopter 09.0, but it tore while being inserted. There was no patient contact or injry. The facility stated the cause of the tear may have been thge cartridge. An msi-tm injector and an aq cartridge fp were used but the facility was unable to recall the lot numbers.